Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) ) was evaluated at the customer's site. The reported complaint of "the thermogard xp ivtm system displayed a tcmid:05 (coolant diff failure) error message during the power-on-self-test (post)" was confirmed based on the review of the event logs but was not confirmed during functional testing. No device malfunction was found during the investigation. The probable root cause of the reported complaint was determined to be due to poor electrical connections from the lm 34a/b temperature sensor to the pic-16 circuit board, which caused the console to intermittently display the tcmid:05 error messages. Visual inspection of the thermogard xp ivtm console was performed, and no issues were found. The event logs were reviewed and multiple tcmid:05 (coolant diff failure) error messages were observed around the customer reported event date; thus, confirming the reported complaint. During the review of the event logs, it was noted that the temperature values from the temperature sensor connected to the pic-16 circuit board were not consistent with the temperature values read by the temperature sensor connected to the I/o board. This temperature difference triggered the intermittent tcmid:05 error messages. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer's reported complaint. Zoll service personnel recommended replacing the lm34 a/b temperature sensor as a preventive measure to address the intermittent tcmid:05 error messages observed in the event logs; however, the customer declined the service. Instead, the electrical contacts from the lm34 a/b temperature sensor to the pic-16 circuit board were cleaned and reconnected to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Event description:
At the start of the ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) ) displayed a tcmid:05 (coolant diff failure) error message during the power-on-self-test (post). Another thermogard console was used to initiate the treatment without a significant delay. No further information was provided. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.